Manufacturer narrative:
The impella cp pump was not returned for evaluation, as it was discarded subsequent to patient use; consequently, no device analysis could be performed and the root cause of the complaint bleeding and the occurrence of the hematoma were unable to be determined. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on moderate severity and very low occurrence. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
Complainant reported that on (B)(6) 2017 a (B)(6) male, who was a noncompliant diabetes mellitus patient, was admitted to the hospital with reports of worsening chest pains for the last 2 days. An echo was performed which revealed that the patient had a large ventricular septal defect. The patient was brought to the ICU where he decompensated requiring CPR and advanced airway placement. The patient was then transferred to the ccl for impella cp placement due to refractory cardiogenic shock (cgs.) The impella cp catheter was placed in the left femoral artery (lfa) without issue. Shortly after arriving in the ICU the patient became agitated and attempted to sit up in bed, bending both legs. The patient became adequately sedated with the administration of medication. Shortly thereafter, the impella site was notably saturated with blood. Manual compression was applied by the nurse. A large developing hematoma soon became apparent around insertion site, which extended down to the patient's scrotum. Bleeding around the insertion site gradually worsened despite applied manual compression, initially noted as a steady trickle of blood and ultimately progressing to a pulsatile spray. The physician was notified and applied a vicryl suture to the site in an attempt to better control bleeding; however the bleeding continued, and the patient was administered 4 units of packed red blood cells. Vascular surgery was then consulted and it was decided that the best course of action was to take the patient to the or for explant of the impella cp and to perform a surgical repair of site, and to then place another impella cp to the contralateral leg. Due to concern over adequacy of vessel size secondary to vasoconstriction from high dose vasopressors, the physician chose to place the smaller diameter impella lp2.5 catheter. In an attempt to minimize the patient's time off of hemodynamic support, access to the contralateral leg with 13fr peel away sheath was made and the pigtail catheter was inserted into lv, and made ready for delivery of the 0.18 wire. The 0.18 wire was then delivered into lv once the cp catheter pulled into the left iliac. The impella lp2.5 was inserted and patient support re-initiated, initially delivering max flows at 2.5l/min. Moments later all pulsatility was lost and the patient was noted to be in asystole. CPR initiated and several rounds were administered. Patient rhythm was eventually reestablished for a brief period. Impella pump position was reconfirmed under c-arm and device explant/vascular repair was momentarily resumed. The patient ultimately re-entered lethal arrhythmia requiring CPR; however the patient was unable to be resuscitated and was pronounced in the or. The physician reported that the issues with the impella cp did not cause or contribute to the patient outcome.